Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 151 mg/dl. The customer's expected fasting blood glucose test result range is 87 - 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 116 mg/dl and 110 mg/dl using truemetrix air meter. The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 10/20/2018 and open vial date is 9/25/2017. The meter memory was reviewed for previous test result history: result 1 :151mg/dl date:(B)(6) 2017 time:6:40am fasting. Result 2 :138mg/dl date:(B)(6) 2017 time:12:03pm fasting. Result 3 :130mg/dl date:(B)(6) 2017 time:6:21pm fasting. Result 4 :120mg/dl date:(B)(6) 2017 time:8:51am fasting. Result 5 :118mg/dl date:(B)(6) 2017 time:9:49pm fasting. Customer called in states the meter is reading high. Customer states the meter read 151mg/dl fasting.